Manufacturer narrative:
Since the lot number could not be provided a review of the specific device history record (DHR) could not be completed. The plant¿s quality system mandates suitable in-process controls to measure seal integrity of representative samples. Fifty-five samples are pulled during production of each lot and tested at predetermined locations to best gauge the seal integrity by pull test and functional leak testing. All samples pulled during the manufacture of each lot, must meet the predetermined criteria before it will be released. It should be noted that the solution used in the product is food grade and not considered a safety risk. Since no sample was returned for this complaint, the failure mode could not be determined. (B)(4).

Event description:
Based on the information provided the mother of a patient was given a hot pak for patient use. Mother popped the hot pack and the contents leaked out of bag onto her hands. She was assessed by a rn and immediately was sent to wash her hands. Charge nurse was notified. Mother was seen in the ER department for minor redness and burning. No further treatment necessary. She is doing well.